Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4): the dentist reported that 6 months after dental implant was installed in intraoral region #3, its non-osseointegration was observed. The patient presented bone type iii.